Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found with molding defects the following has been provided by the initial reporter: I was approached by the biologist about twisted large yellow tubes in addition, the site isolated 19 wafers from 100 tubes.

Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found with molding defects. The following has been provided by the initial reporter: I was approached by the biologist about twisted large yellow tubes in addition, the site isolated 19 wafers from 100 tubes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2022-03-16. H6: investigation summary: bd received two hundred and two (202) samples and four (4) photos for investigation. The photos were reviewed and the indicated failure mode for bent tube was observed. Additionally, the customer samples along with one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of bent tubes was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of bent tubes based on returned photos. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
Investigation summary: bd had not received samples, but four (4) photos were provided for investigation. The photos were reviewed and the indicated failure mode for bowed tubes was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of bowed tubes was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of bowed tubes based on returned photos. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Event description:
It has been reported that the bd vacutainer® sst¿ ii advance plus blood collection tube has been found with molding defects. The following has been provided by the initial reporter: I was approached by the biologist about twisted large yellow tubes in addition, the site isolated 19 wafers from 100 tubes.